Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: ref MFR report # 1627487-2011-05068. The pt received her scs system on (B)(6) 2011 with two percutaneous leads (from different lots). It was reported that during intra-op testing, high impedance was observed with the programmer. The doctor reconnected the lead extension into the header but high impedance was still displayed on the programmer. An sjm rep tested the impedances on their programmer with one of the leads connected to the mts and contacts remained high (none were invalid). The doctor also retightened the setscrew to the lead extension. The pt was reprogrammed post-op with no impedance issues. Reprogramming resolved issue.